Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing stuck together with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder as the tubes were being unwrapping customer saw that tubes were melted or glued together. The following information was provided by the initial reporter: when unwrapping customer saw that tubing was melted or glued together.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder as the tubes were being unwrapping customer saw that tubes were melted or glued together the following information was provided by the initial reporter: when unwrapping customer saw that tubing was melted or glued together.